Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided from the analysis. Product investigation in progress at the time of submitting this report.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted. When it was initially deployed in the atrium satisfactory numbers were not obtained so the medical doctor decided to move the lead. When trying to deploy the screw on the lead in the second position it would not deploy after several attempts. When the lead was explanted the screw did deploy outside the body. The lead was replaced for a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted. When it was initially deployed in the atrium satisfactory numbers were not obtained so the medical doctor decided to move the lead. When trying to deploy the screw on the lead in the second position it would not deploy after several attempts. When the lead was explanted the screw did deploy outside the body. The lead was replaced for a new one. No additional adverse patient effects were reported.